Event description:
It was reported via repair work order that the brakes were unable to engage due to casters were incorrectly installed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.